Event description:
Allegedly, patient was revised due to mom complications: elevated blood and chromium ion levels; severe corrosion and difficulty removing acetabular component; and necrosis debris: right.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01196, -01197, -01198, -01199, -01201.